Event description:
Two instances where patient data was lost due to a computer sync error.computer glitch with software caused a computer sync error and patient data was lost.siemens ordered a computer and sent it to the hospital by overnight delivery. Software needed to be reloaded to fix the issue.